Manufacturer narrative:
No critical pump error alarms noted during testing. Device received with cracked case at belt clip rail corner. Tested with a test p-cap and the test p-cap locked in place properly. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 (variable 3) alarmed during self test due to broken trace at on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. Corroded electronic board stack, corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they received the open book image on the insulin pump screen. The customer¿s blood glucose level was 12 mmol/l. Customer stated that there was crack on the insulin pump. Customer was took a shower. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.